Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of device loosening is not known. This report is for an unknown radial head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a radial head prosthesis was removed on (B)(6) 2018. The initial surgery was for a radial head prosthesis of the elbow in (B)(6) 2016. The reason for the removal is that the radial stem had loosened from the radial head. No revision surgery was performed because the elbow was reported as healed and no other procedure was required. The radial stem and the radial head were removed intact. No additional x-rays are available, the surgery was completed successfully without any delays and the patient outcome was notes as stable. This report is for one (1) unknown radial head. This is report 2 of 2 for (B)(4).